Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead had high voltage. Boston scientific technical services (ts) then discussed that possibly there was dislodgement or a damaged area of the heart that could cause a need of a higher voltage which can affect device's battery. However, no diaphragmatic stimulation was noted. Attempt to obtain pertinent additional information was unsuccessful. This lv lead remains in service. No adverse patient effects reported.